Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during implant procedure this right ventricular (rv) lead had conductor fracture and exhibited noise. Further information was obtained indicating that it was suspected that the lead was tied into a knot that caused the noise. Hence, this rv lead was abandoned surgically. No additional adverse patient effects were reported.